Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and the associated outflow graft were not returned for evaluation. Log file analysis revealed a sudden decrease in power consumption and estimated flows to parameters below normal operating range on (B)(6) 2020, followed by a sharp increase in power and flow to parameters above normal operating range on (B)(6) 2020. Analysis of the alarm log file revealed 92 low flow alarms logged since (B)(6) 2020 and two (2) high watt alarms logged on (B)(6) 2020 at 09:13:00 and 09:14:04. A vad stopped alarm was then logged on (B)(6) 2020 at 10:33:13 due to a vad minimum speed failure, which is the result of the pump operating below 1400 rpms for 10 seconds. Additionally, six (6) vad stopped alarm were logged between 10:46:55 and 11:02:47 due to a failure of the pump to restart after several attempts. Two (2) vad disconnect alarms were also logged, indicating physical disconnections of the driveline from the controller, likely during troubleshooting. As a result, the reported high power, low flow, and vad stopped alarms events were confirmed. Additional information received from the site indicated that a computerized tomography (CT) scan revealed thrombosis of the outflow graft extending from the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Based on the risk documentation, possible ca uses of the low flow alarms beginning on (B)(6) 2020 may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the available information, the most likely root cause of the sudden decrease in power and flow event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and triggering high watt alarms, further resulting in a vad stop. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. -additional information: b5 desc evt problem - information received regarding the replacement device was for a competitor device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad was exchanged for a competitor device.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. B1 corrected from adverse event to adverse event & product problem. D1 brand name corrected from heartware ventricular assist system - pump/driveline to heartware ventricular assist system - pump. D6b explanted date corrected from (B)(6) 2020 to (B)(6)2020. E1 phone number corrected from (B)(6) to (B)(6). H10 additional products d4 expiration date corrected from unk to 30-apr-2023, serial # (B)(6) corrected to lot # 17240682-1014 and UDI # corrected from (B)(4) to (B)(4), h4 manufacture date corrected from unk to 01-apr-2018. Newly received information indicated a5a ethnicity and a5b patient race. Additional products: d4: expiration date: 30-apr-2023 / lot #: 17240682-1014 UDI #: (B)(4) h4: mfg date: 01-apr-2018 h6: imf code(s): f1203, f08, f1905, f2203 h6: img code(s): g04019 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. Log file analysis revealed a sudden decrease in power consumption and estimated flows to parameters below normal operating range on (B)(6)2020, followed by a sharp increase in power and flow to parameters above normal operating range on (B)(6) 2020. Analysis of the alarm log file revealed 92 low flow alarms logged since (B)(6) 2020 and two high watt alarms logged on (B)(6) 2020 at 09:13:00 and 09:14:04. A vad stopped alarm was then logged on (B)(6) 2020 at 10:33:13 due to a vad minimum speed failure, which is the result of the pump operating below 1400 rpms for 10 seconds. Additionally, six vad stopped alarm were logged between 10:46:55 and 11:02:47 due to a failure of the pump to restart after several attempts. Two vad disconnect alarms were also logged, indicating physical disconnections of the driveline from the controller, likely during troubleshooting. Information received from the site revealed that the patient was suspected of device thrombus. A computerized tomography (CT) scan revealed thrombosis of the outflow graft extending from the pump. It was further reported that the ventricular assist device (vad) was exchanged. As a result, the reported high power, low flow, and vad stopped alarms events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Based on the risk documentation, possible causes of the low flow alarms beginning on (B)(6) 2020 may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the available information, the most likely root cause of the sudden decrease in power and flow event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and triggering high watt alarms, further resulting in a vad stop. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbid ities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event additional products: d4: out flow graft 17240682-1014 h6: patient ime code(s): e0514 h6: FDA device code(s): a1409 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ outflow graft, model #: 1125, catalog #: 1125 / expiration date: unk, serial#: (B)(4), UDI #: asku, device available for eval: no, mfg date: unk, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the ventricular assist device (vad) patient was having low flow alarms and was admitted to the hospital. The nursing division contacted the vad coordinators stating the patient's pump was alarming with ¿vad stopped¿ displayed on the controller. There was high power consumption and lactate dehydrogenase (ldh) was above normal. Computerized tomography (CT) revealed thrombosis of the outflow cannulae extending from the pump. Per the healthcare professional, the suspicion was that thrombus originated in the inflow (low flow, power and pulsatility) then migrated into the pump (high flow and power) causing the pump to stop, followed by stagnant flow in the outflow graft (ofg) leading to thrombus formation in the ofg. The vad was inactivated and the patient remained hospitalized, and a few days later that vad was exchanged. No further patient complications have been reported as a result of this event.